Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and heavily torturous anatomy resulting in the reported failure to advance and the reported difficult to remove. Interaction and/or manipulation of the device ultimately resulted in the reported stent dislodgement. The noted bend on the hypotube likely occurred due to handling or during packing for return analysis. The treatment appears to be related to the operational context of the procedure as another xience sierra stent was implanted to embed the dislodged stent to the vessel wall and treat the target lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with heavy calcification and heavy tortuosity in the left anterior descending artery. A 2.75 x 18 mm xience sierra drug-eluting stent (des) system was attempted to be advanced; however, the des system failed to cross the lesion due to a heavy calcified vessel. On removal, resistance was felt with the anatomy and the stent dislodged off from the delivery system. The stent was not retrieved and remained in the vessel; therefore, another xience sierra stent was implanted to embed the dislodged stent to the vessel wall and treat the target lesion. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.